Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a ¿high¿ blood glucose level and high ketones. A specific bg level was not provided. Customer was treated with intravenous saline and insulin. Customer was released from the ER on the same day with no permanent damage. Tandem technical support performed a pump system check and confirmed the pump functioned as intended. Reportedly, the insulin was exposed to extreme heat. Recommendation was made to discuss diabetes management with a health care professional.